Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: photo evaluation: one photo was returned for evaluation. From the photo, unable to determine the non-conformance found on syringe package poor perforation. The team unable to confirmed the customer experience. Root cause description: unable to confirm the nonconformance as sample was not returned for evaluation. Therefore, root cause could not determine. If samples are received in the future, the complaint will be re-opened and re-investigated. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that there was poor perforation of packaging with a bd syringe 2ml ls 23x1in. The following information was provided by the initial reporter: no individual cut lines in packaging.